Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient called and reported that his patient controller (pc) was giving him an error message, saying that the desired settings could not be reached. The patient could feel the stimulation, but he could not turn the intensity up or down. He said the message started about a week or two ago. The rep met with the patient yesterday ((B)(6) 2020) and checked impedances, all electrodes were good except for 1 and 2 that measured greater than 40k ohms. All of the patient's groups were using these electrodes for programming. The patient said he had no falls or injuries that could be related to this. The patient did note that they had another ins implanted from another manufacturer several weeks ago. The rep adjusted the patient's programming so that electrodes 1 and 2 were not being used. After reprogramming the patient reported good stimulation and that he longer had an error message on his controller. He can now turn his intensity up and down with his controller. The issue was resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.